Event description:
Intraosseous infusion needle bent upon attempt to insert x 2 at least other incidents prior to this one resulted in needles bending. Diagnosis or reason for use: infusion of IV solution and/or medications into pt.